Event description:
The customer reported an intermittent pacer test failure. There was no pt involvement as this occurred during testing.

Manufacturer narrative:
(B)(4). The customer reported an intermittent pacer test failure. There was no pt involvement as this occurred during testing. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.